Event description:
The customer reported via phone call that they had a site infection. Customer stated the site was red, swollen and hurt with touch. Customer also reported the site burned when showering with soap. The customer also reported their blood glucose was slightly higher. Customer's blood glucose was unknown. The customer was advised of the techniques to avoid infection. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.